Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery (rca). A 32mmx4.00mm promus premier¿ stent was advanced but failed to cross the lesion despite several attempts. When the device was removed from the patient, it was noted that the edge of the stent was lifted. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual examination of the crimped stent found stent struts from the most proximal stent row were raised distally from the balloon and damaged. This type of damage is consistent with the stent encountering resistance during withdrawal of the device. The ro markerbands were examined and there was no damage noted. The tip was examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery (rca). A 32mmx4.00mm promus premier stent was advanced but failed to cross the lesion despite several attempts. When the device was removed from the patient, it was noted that the edge of the stent was lifted. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.